Event description:
It was reported that this pacemaker system, implanted with non-boston scientific leads, exhibited loss of capture (loc) on the presenting electrogram (egm). This pacemaker system remains in service. No adverse patient effects were reported.